Event description:
It was reported that during a procedure of the highly calcified and heavily tortuous lesion in the left anterior descending artery, two different xience v stent delivery systems could not cross the lesion. The patient was treated satisfactorily with a 3.0 mm x18 mm non-abbott stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the stent implant was not returned. The balloon was loosely folded.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood and contrast visible on the shaft and on the balloon, consistent with handling and the sds being advanced into the patient anatomy. The stent implant was not returned. The balloon had relaxed folds. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Follow up information received from the account confirmed the stent did not dislodge during the procedure and likely occurred during handling during packaging for return analysis. There were four kinks in the shaft 17 cm, 61.5 cm and 90.3 cm and distal to the edge of the strain relief tubing. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified which likely contributed to the reported difficulty. A review of the device lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.